Manufacturer narrative:
Patient¿s identifier, date of birth and weight are unknown. (B)(4) lot number unknown, complainant device is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a 3.5 mm locking compression plate (lcp) curved recon was broken and replaced with a 3.5 mm pubic symphysis plate during a hardware removal procedure on (B)(6) 2017. There were no fragments or surgical delay. The procedure was completed successfully and patient outcome is unknown. This report is for one (1) 3.5 mm lcp curved recon plate. This is report 1 of 1 for complaint (B)(4).